Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, the patient experienced a side branch event. In (B)(6) 2013, the patient was diagnosed with stable angina and was referred for cardiac catheterization. The 90% stenosed and 28 mm long target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and placement of a 3.50 x 28 mm promus element plus study stent, resulting in 0% residual stenosis post dilation. The patient was discharged two days later on dual antiplatelet therapy. Baseline core lab angiography results dated february 2013 revealed a 40% side branch stenosis at acute marginal. Post procedure angiography revealed 90% branch percent stenosis in acute marginal. No intervention was reported.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).